Event description:
It was reported that during a percutaneous coronary intervention, a catheter froze on wire occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal end of the left circumflex. A 20mmx1.50mm maverick balloon catheter was advanced into the lesion following the insertion of a non-bsc guide wire. Resistance was encountered and the 20mmx1.50mm maverick balloon catheter got stuck in the guide wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the maverick otw catheter was received inside a maverick otw shelf box that matched the information on the device. There was blood in the guidewire lumen. The tip was damaged. The inner shaft was buckled 3mm from the tip. There were multiple kinks adjacent to the proximal end of the markerband. The proximal balloon cone was bunched-up. The inner diameter (ID) was measured at both ends with a calibrated pin gauge set; the ID was within specification. Functional testing was performed by loading a guidewire into the distal tip and completely advancing through the wire lumen without encountering any unusual resistance. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a catheter froze on wire occured. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal end of the left circumflex. A 20mmx1.50mm maverick balloon catheter was advanced into the lesion following the insertion of a non-bsc guide wire. Resistance was encountered and the 20mmx1.50mm maverick balloon catheter got stuck in the guide wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.